Manufacturer narrative:
The insulin pump passed displacement test, self test and unexpected restart error test. No unexpected restart alarm noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value and fluid underneath the display screen. Customer's blood glucose value was 555mg/dl and they changed their reservoir. Customer also mentioned about the unexpected restart alarm but it did not occur after the battery change. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.